Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of aortic regurgitation could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the hm3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the aortic regurgitation (ar) was not considered to be device related. The device was operating as expected.

Event description:
It was reported that the patient was brought to the emergency department (ed) and was admitted on (B)(6) 2023 secondary to heart failure. The patient presented with swelling, chronic obstructive pulmonary disease (copd) exacerbation, and dyspnea. Newfound aortic regurgitation was found on an echocardiogram (echo). The patient remained in the hospital on intravenous milrinone and lasix (furosemide). A ramp echo was planned.

Manufacturer narrative:
E1: reporter phone number (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.